Event description:
It was reported that acceptable high defibrillation threshold could not be attained. The lead was explanted and returned.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: a partial lead was returned for analysis. The portion of the lead that was returned was normal.